Manufacturer narrative:
The insulin pump had motor error alarm during basic occlusion test and unable to prime during the prime test due to protruded/ loose drive support disk. Unable to perform occlusion and excessive no delivery alarm due to prime /fill anomaly noted. Device was received with minor scratched display window,cracked lcd window at bottom right side corner, cracked case at display window corners, cracked reservoir tube lip and scratched reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 246 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.